Event description:
It was reported that during a spinal fusion registered with ziehm rfd 3d, a fluoro shot identified that the twelve screws placed were more superior than displayed on the navigation screen. The accuracy was also incorrect left to right; since the screws were placed within the pedicles, they were not repositioned. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event of accuracy issues cannot be confirmed based on the device evaluation. During log-file and patient folder review no abnormalities was observed.

Event description:
It was reported that during a spinal fusion registered with ziehm rfd 3d, a fluoro shot identified that the twelve screws placed were more superior than displayed on the navigation screen. The accuracy was also incorrect left to right; since the screws were placed within the pedicles, they were not repositioned. No adverse consequences or procedural delays were reported with this event.